Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported hospitalization due to high blood glucose. The current blood glucose reading is 203 mg/dl. Customer experienced double vision, nausea and confusion. The blood glucose reading at the time of the event was over 600 mg/dl. Customer had a possible lung infection which led to diabetic ketoacidosis. Hospital treated with IV insulin. Nothing further reported.